Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of 12/03/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys 1120033. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.